Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) attempted to perform troubleshooting with the customer. However, the customer was not near the device at the time of the call. During a follow-up call with customer, it was reported that the device would not be returned, as the issue no longer exists. Tac recommended that the customer clean the scope contacts with alcohol, when a b30 error occurs.

Event description:
The service center was informed that as soon as the scope was plugged in, the screen was black and a ¿b30 communication¿ error appeared. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the device was delivered to the customer on june 20, 2014. It is assumed that this occurred when the user used the video connector with foreign matter such as dust, dirt, or remaining chemical liquid adhered to the electrical contacts. When dust or dirt is attached to the electrical contact, communication between the video processor and the scope cannot be performed normally, and scope communication error (b30) occurs. The following is mentioned about the scope connection in the instruction manual. The event may have been prevented by following this: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.